Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they found one of the contact of the electrode for the left side of body, right side of brain was shorted when doing the continuity test before surgery. So, they may need an electrode replaced. They have 4 settings and for the left hand, they have to use really high power. They tried not to use it too much because it made the face numb and can barely talk. They have heard there is new technology out there called direction electrodes. They are having a hard time with getting control of the left hand. On may 1, they had their ins replaced after 9.5 years for essential tremor.

Manufacturer narrative:
The patient weight is an estimated weight. Information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v585792, implanted: (B)(6) 2011. Product type lead, product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the bipolar circuit 11 and 9 showed low impedance. No issues were detected on monopolar circuits. They were told it was a known issue and because it was not an actively used circuit, the surgeon did not perform any further troubleshooting. There is no known cause of the short according to the patient. They are not aware of any further actions planned by the surgeon.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). (S/n, lot: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they found one of the contact of the electrode for the left side of body, right side of brain was shorted when doing the continuity test before surgery. So, they may need an electrode replaced. They have 4 settings and for the left hand, they have to use really high power. They tried not to use it too much because it made the face numb and can barely talk. On may 1, they had their ins replaced after 9.5 years for essential tremor.